Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6s and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod6 into the target vessel and reported that it would not take its intended shape. The pod6 was then retracted back into its introducer sheath and set aside. Later in the procedure, the physician attempted to re-use the previously removed pod6; however, the pod6 would not advance out of its introducer sheath. Therefore, it was removed. The procedure was completed using multiple ruby coils and the same lantern. There was no report of an adverse effect to the patient.